Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2008, patient presented with following pre-op diagnosis: neck-pain, cervical radiculopathy. Procedure: anterior cervical discectomy and bilateral foraminotomy at c3-4, c4-5, c5-6, c6-7. Anterior cervical arthrodesis at c3-4, c4-5, c5-6, c6-7. Placement of anterior cervical plate from c3-7. Use of local autograft from same incision. Placement of intravertebral biomechanical device spinal elements 8 mm at c3-4, 8 mm in c4-5, 9mm in c6-7, pre-op planning use of neuronavigation, use of fluoroscopy and microscope throughout the procedure for microdissection. As per-op notes: ¿.. Spinal elements crystal vertebral body replacement spacer and filled it with bone morphogenetic protein on a sponge, as well as local autograft and placed it onto the interspace. 8 mm spinal elements crystal spacer was filled with bone morphogenic protein and local autograft and was placed in the interspace.¿ patient alleges unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.